Manufacturer narrative:
The technician found the brake was not holding on the head end due to a broken stem on the brake caster and the brake rod on the head end was not engaging properly due to the broken brake caster. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The head brake caster was replaced by the technician to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding on the head end of the bed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).